Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of a homechoice (hc) cassette set leaked. The patient was connected at the time of the event. This was identified during dwell one of four of peritoneal dialysis therapy. Renal therapy services (rts) assisted the caregiver in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted a damage heater line, last fill line and supply line shrouder. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak through the damage shrouder on the heater line. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.